Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing, and we are awaiting the test results. The physical device evaluation has not yet been completed. We have asked the user facility to provide their cleaning, disinfection, and sterilization processes. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were cultured and over 80 colony forming units (cfu) of staphylococcus aureus were found. Over 80 cfus of staphylococcus aureus were detected in the water jet channel. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Despite multiple attempts the information on reprocessing steps was not provided from the user. The following was result of the culture test, performed at the third-party labs, provided from olympus: jun 21, 2022. Sampling from: all channels. Cfu: >100cfu. Bacterial identification: coagulase negative staphylococcus. After reprocessing jul 06, 2022. Sampling from: all channels. Cfu: 4cfu. Bacterial identification: pseudomonas spp. Micrococcaceae. After replacement of scratched channels on (B)(6) 2022. Sampling from: all channels. Cfu: >1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were multiple defects were noted including: distal end cap cover: insulation < threshold. Bending section (a)-rubber glue: worn out. A-rubber glue: discolored insertion part: connecting tube: buckles. Insertion section mount unit: scratches. Air/water cylinder: scratches. Suction cylinder: scratches. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.